Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high pacing thresholds. Muscle stimulation was also noted. No additional adverse patient effects were reported. The hospital is holding on to the system thus it will not be returned at this time.

Manufacturer narrative:
Only a portion of this lead was received at our quality assurance laboratory. The segment of lead was decontaminated and forwarded for analysis; however, the segment was misplaced. As of today, we have been unable to locate the segment of lead and, thus, have been unable to complete testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high pacing thresholds. Muscle stimulation was also noted. No additional adverse patient effects were reported. The lead was returned.